Manufacturer narrative:
No product was returned for evaluation. Data uploads from the ilet were not completed after 4/23/24, prior to the presumed event date; cgm glucose data were therefore not available to confirm the event, and ilet performance during the event could not be evaluated. No malfunction alerts were found in the available device engineering logs. Unless otherwise stated, no motor errors were seen in the available logs to indicate inaccurate dosing relative to delivery requests for insulin. As of 2024-04-23, no factory resets were found in the device engineering logs, body weight was not changed from initial set up, and the audio setting and cgm alert settings were not changed from factory settings (high/on). No evidence of device malfunction was found in the data available in the engineering logs. During the review period of (B)(6) 2024 to (B)(6) 2024 the ilet was behaving as intended and can be seen reacting appropriately to cgm glucose values and was appropriately triggering device and cgm glucose alerts. Without device data from the reported event date, the performance of the device during the event cannot be evaluated. No product performance issues can be identified. If the product is received at a later date, or the ilet data is uploaded, the complaint will be reopened and investigated accordingly. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. Without device data from the reported event date, precise review of the device performance cannot be completed and an assignable cause for the event cannot be determined.

Event description:
On 5/8/24 a beta bionics clinical diabetes specialist (cds) reported an ilet user experienced a high blood glucose (bg) event resulting in diabetic ketoacidosis (dka) and hospitalization. The event occurred on 5/7/24. On 5/8/24 a beta bionics customer care agent followed-up with the user's grandmother about the event. The grandmother reported the user's bg rose to 600 mg/dl due to a kinked cannula in the infusion set. The user was using the convatec inset (23", 6mm) teflon infusion set. The grandmother changed the infusion set 4 times and the user's bg would not come down. The user was taken to the ER and admitted to the ICU. The user was treated with an IV insulin drip. The grandmother did not provide further event information. Multiple attempts by beta bionics to contact the grandmother to obtain additional event information have been unsuccessful.